Event description:
The customer's mother stated that the customer was hospitalized with high blood glucose levels and ketones. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The mother mentioned that the customer sometimes feels pain when inserting the infusion set. The mother stated that the customer used to use the infusion set with the shorter cannula, but the dr had him change the longer cannula. The mother was advised to speak with the dr about possibly going back to the shorter cannula.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.